Event description:
It was reported that the patient's inflatable penile prosthesis was not inflating. Within a year, the patient was seen in the clinic and revision was scheduled. During revision, it was noted that the cylinder broke. The cylinders and pump were removed. The reservoir remained implanted. A 100ml reservoir, pump, and 18cm x 12mm cylinders were implanted. The patient was recovering.